Event description:
It was reported that during preparation for an ablation procedure, the faradrive steerable sheath clear was selected for use. While prepping the sheath and prior to insertion, the sheath was flushed and aspirated with a 50cc syringe via the flushing port; the white tap faced towards the side port, the distal end of the sheath was merged into a bowl of water and air was observed in the side port. Despite multiple attempts to flush and aspirate the device, the issue persisted. An attempt was made to manually seal the hemostatic valve, and it was noted that it was not sealing properly. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator still inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. An attempt to purge air out of the faradrive sheath by injecting deionized water into the flush lumen port was unsuccessful, as air was continuously seen in the sheath shaft and leaking was observed near the side port. Therefore, leak testing and aspiration testing could not be performed as the sheath could not seal fluid within the flush lumen line. Microscopic inspection of the hemostatic valve identified the inner valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during preparation for an ablation procedure, the faradrive steerable sheath clear was selected for use. While prepping the sheath and prior to insertion, the sheath was flushed and aspirated with a 50cc syringe via the flushing port; the white tap faced towards the side port, the distal end of the sheath was merged into a bowl of water and air was observed in the side port. Despite multiple attempts to flush and aspirate the device, the issue persisted. An attempt was made to manually seal the hemostatic valve, and it was noted that it was not sealing properly. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was returned for analysis.